Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that due to bent guiderails, cartridges were intermittently difficult to slide on and do not fit on the pump. Intermittently, cartridges would fall off the pump. Customer would reattach the cartridge without having to redo the loading process. There was no reported impact to customer's blood glucose.